Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop. The customer alleged that the unit did not alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable to address the reported problem. The fse was not able to duplicate the customer reported problem. The fse observed data acquisition pcba adc reference failed error in the log.